Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in the USA. This report is of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized for the event. The nurse believed that the peritonitis was possibly due to the catheter tip being close to the bowel. The catheter tip was later repositioned but the exact cause of peritonitis remained unknown. During the hospitalization, the patient was treated initially with vanco (intra-peritoneally) and cipro (oral) (doses and frequencies not reported) and later with gentamycin (dose and frequency not reported) intra-peritoneally for peritonitis. At the time of this report, the patient remained hospitalized. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This is report 3 of 3 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for the potentially associated lot number gd892950 and gd892976. No exceptions were observed that were related to the reported condition.